Event description:
It was reported that during implant procedure that the helix would not extend or retract as expected. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the evaluation revealed that the lead was stretched. This caused distal conductor distortion, inner insulation to be kinked/buckled and deformation of the inner coil, which prevents of the helix from operating correctly.